Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty charging the pump with the usb cable and wall adapter. Reportedly, that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported impact to the customer's blood glucose level. During follow up, the customer stated the pump was able to be charged with different charging supplies.